Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On or around (B)(6) 2025 no specific symptoms were disclosed at the time of the event. The cgm readings were reportedly indicating low glucose levels; however, no blood glucose measurements were provided. The patient stated they experienced diabetic ketoacidosis (dka) but declined to share additional details regarding the incident. There is no documentation of further medical evaluation or intervention related to the event. At the time of reporting, the patient was noted to be in an okay condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.